Event description:
It was reported the patient underwent a right knee procedure. Approximately 2 years post implantation, the patient was revised due to aseptic loosening. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - femur. The reported event was unable to be confirmed due to limited information received. No product was returned; photos were provided and showed the explanted items, but no further statements could be made from these photos. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.